Manufacturer narrative:
H.6. Investigation: no DHR could be reviewed, as the lot number is unknown. Since the sample involved in the event reported has not been received, no returned sample analysis can be performed. However; one picture was received showing an optima injector already connected to a syringe and at the same time attached to an infusion adapter+ infusion bag. Since lot number is unknown no retained samples can be requested for the investigation. Based on the picture received, no leak can be observed between the optima injector and the infusion adapter as well as the the optima injector and the syringe. Therefore; the event reported could not be observed on picture received. See h.10.

Event description:
It was reported that the unspecified bd phaseal¿ optima infusion adapter leaked during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we are having some issues with the side port connection at the infusion bag site." "I was able to discuss briefly what their issue was which she said was "leaking" between the connector port of the bag spike adapter and the injector connected to a syringe."

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd phaseal¿ optima infusion adapter leaked during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we are having some issues with the side port connection at the infusion bag site." "I was able to discuss briefly what their issue was which she said was "leaking" between the connector port of the bag spike adapter and the injector connected to a syringe."